Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/29/20. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified.   Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch review for final assembled lot#: 2520561 - the manufacturing date is sep 22-28, 2019. The expiration date for the batch is sep 22, 2022. Batch review final assembled lot# 2515715 - the manufacturing date is sep 15 ¿ 22, 2019. The expiration date for the batch is sep 15, 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number? - a4yde00081. 2. Please clarify: were the syringes stuck before or after the dual applicator was changed for the laparoscopic tip? - before. 3. What was the thawing process used? Warm bath. Ii. Time: the tech thawed for 4 minutes. Iii. The product has been thawing in water batch with or without blister: - without blister 4. What was the appearance of the product after thawing? - both sides were clear and had the usual bubbles. 5. Please specify when the product was used after thawing. - immediately after 6. How many times was the tip changed? - it was sprayed with the open tip and it worked. When the tech went to change to lap tip, the leur locks wouldn¿t open. They finally opened after using a kocher, she put lap tip on and then it wouldn¿t spray through the lap tip. 7. Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? - no. 10. Are there any pictures of the damaged device available? - the hospital has the device but no picture. 11. Is the device available to be returned for evaluation? - it was available but I was disposed by the account. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Please clarify: were the syringes stuck before or after the dual applicator was changed for the laparoscopic tip? What was the thawing process used? Warm bath: temperature: time: the product has been thawing in water batch with or without blister: room temperature: temperature: time: what was the appearance of the product after thawing? Please specify when the product was used after thawing. How many times was the tip changed? Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? If any damage or leakage is observed, please identify where the defect is observed (outer box, blister where fibrin sealant is located, prefilled syringe, or tip)? If the damage or leakage is observed with the pre-filled or tip please indicate the affected part in the image below. Are there any pictures of the damaged device available? Is the device available to be returned for evaluation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a polypectomy procedure on (B)(6) 2020 and fibrin sealant preparation device was used. The tech had a hard time removing the open tip to put the lap tip on. The syringes are completely stuck and will not spray. They were able to get one spray out of the vials, but upon trying to spray again the device wouldn¿t spray. The tech and sales representative tried spraying after the surgery was done, but they would not work. The case was completed with no patient consequences. Additional information was requested